Event description:
According to the reporter, during a laparoscopic inguinal hernia repair involving mesh placement and fixation, the device malfunctioned during peritoneum closure by failing to deliver a tack on the first trigger pull and subsequently releasing two tackers simultaneously, an issue that repeated upon retry. The surgeon resolved the issue by combining the mesh fixation with an alternative technique, allowing the procedure to be completed without extending surgical time. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d3 (manufacturing name, street, manufacturing city), d4 (unique identifier (UDI) #), d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the one tack inside of its opened packaging. The distal end of the shaft was taped with paper and could not be properly examined. No tacks were visible in the returned image. No visual abnormalities were observed. It was reported that the tacker did not fire and had a double index. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d8, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection of the instrument revealed that the tack was protruding from the tip of the device. No damage to the shaft or handle body was observed. Functional testing noted that the trigger was actuated and the remaining thirteen tacks deployed but did not seat properly. The instrument was opened to inspect the internal components. During disassembly the wavy washer was observed to be disengaged. Upon inspection of the internal components, no damage was observed. It was reported that the device malfunctioned during peritoneum closure by failing to deliver a tack on the first trigger pull and subsequently releasing two tackers simultaneously. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: tack protruding from shaft. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.